Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 3006705815-2024-00847, 3006705815-2024-00849, 1627487-2024-00550, 1627487-2024-00551. It was reported that the patient had an infection at the ipg and lead site and was given antibiotics. As a result, the patient underwent surgical intervention during which the system was explant and the patient was given further antibiotics. The infection was later resolved.